Manufacturer narrative:
Outflow graft was not returned for evaluation. No device malfunction was reported against the outflow graft; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Log file analysis revealed normal power consumption for the past 14 days up to september 14, 2018. The reported "outflow graft stenting" event could not be confirmed due to insufficient evidence. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical product: 694765 lead; 5076-52 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized and underwent stenting of their outflow graft (ofg). The ofg remains in use. No further patient complications have been reported as a result of this event.